Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c and schizophrenia. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (she had salpingectomy (bilateral).removal of essure devices). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, rash, skin disorder, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure (ess205). The reporter commented: she received treatments for events pelvic pain/abdominal pain, back pain, dyspareunia (painful sexual intercourse). Discrepancy noted: date(s) of insertion: 2003. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient details, other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c and schizophrenia. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (she had salpingectomy (bilateral).removal of essure devices). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, rash, skin disorder, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure (ess205). The reporter commented: she received treatments for events pelvic pain/abdominal pain, back pain, dyspareunia (painful sexual intercourse). Discrepancy noted: date(s) of insertion: 2003 concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, rash, skin disorder, psychological trauma, migraine, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, migraine, pelvic pain, psychological trauma, rash and skin disorder to be related to essure (ess205). The reporter commented: she received treatments for events pelvic pain/abdominal pain, back pain, dyspareunia (painful sexual intercourse). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter details updated and patient demographics were added. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury event was updated to pelvic pain/abdominal pain, back pain, dyspareunia (painful sexual intercourse), rash/skin condition, psych injury, migraine, fatigue, hair loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.